Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient death occurred on (B)(6) 2017. The customer said they did not get an alarm as early as they could have since one strip demonstrated that beats were considered as normal when in fact they were not. The customer has not claimed that the device caused the death of the patient however they did indicate that a delay in response occurred because they were not alerted until the red alarms were provided. Therefore the stated delay may have been a factor. A patient death occurred.

Manufacturer narrative:
The customer contacted the customer care solutions center for troubleshooting support. No onsite evaluation was requested and none was provided. The solutions center engineer remotely accessed the customer's information center ix and reviewed strips and logs. A review of provided strips, logs and physio data for a 2 hour timeframe by algorithm scientists found the issue is not consistent with a malfunction. The product remains in use; results of the investigation have been provided in the customer response. No malfunction occurred. The customer reported that a patient death occurred on (B)(6) 2017 and indicated that staff were not alerted soon enough to changes in the condition of the patient because the information center was reporting ECG beats as normal when they were not. Strips, logs and physiological waveform data were reviewed by philips algorithm experts who determined that the patient had gradual changes predominantly affecting one of the two ECG leads being used and no change in heart rate, which led the algorithm to consider the changes to be consistent with a change in the ECG morphology for the patient that represented a new normal variant for the patient. Once the criteria for asystole, and vent fib/tach were met, red alarms were provided. The issue is not consistent with a malfunction of the product.